Event description:
A ventilator was returned to a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's oxygen blending module, oxygen blending module harness and 3way valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's oxygen blending module, oxygen blending module harness and 3way valve were replaced to address the issue. The oxygen blending module, oxygen blending module harness and solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module, oxygen blending module harness and solenoid valve were functioned as designed and operated without issue or error codes.